Manufacturer narrative:
Other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. It was reported that prior to replacing the pump due to an elective replacement indicator (eri), the healthcare professional attempted to aspirate from the catheter assess port (cap) of the old pump and was unable. The catheter was disconnected and the new replacement pump was primed on the back table and ran to completion then connected to the catheter. The healthcare professional questioned whether the patient was getting great therapy before the replacement and then while doing the surgery and working with the catheter the system became fully patent. The patient was then getting too high a dose. The patient&#38112;family members reported the patient seemed a little happier the evening following the pump replacement. Refer to manufacturer report # 3004209178-2016-12376 for overdose following pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.